Event description:
Procedure: liver resection. Reportedly, after firing instrument, it jammed and jaws couldn't be re-opened. The instrument was cut off the tissue which was on an artery of the liver on a hemi hepatectomy. The patient was ok and the procedure continued.